Manufacturer narrative:
Sample and system check data were not supplied. The customer was within established ranges at the time of event. Service was not dispatched. The customer does not have any sample that can be tested for interference. Therefore, no root cause can be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously elevated thyroid stimulating hormone (tsh) result for a patient generated by unicel dxi 800 accesss chemistry analyzer. The result was not reported out of the laboratory. The customer diluted and repeated the patient's sample on the same instrument and no endpoint could be reached. The customer sent the patient's sample to a reference lab and result within the access normal reference range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.